Event description:
It was reported that prior to starting a da vinci-assisted cholecystectomy surgical procedure, the cobra grasper instrument had half of the forceps missing. The procedure was completed with no reported injury. The cobra grasper is a multiple-use endoscopic instrument with a grasping tip to be used in conjunction with the da vinci system. The instrument is designed to grab, manipulate, retract, and dissect tissue during a da vinci assisted surgical procedure. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the patient was not in the room when the issue was identified. There is no further information available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint ¿half of forceps missing from cobra grasper¿. Failure analysis found the primary failure of broken grip tips to be related to the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.21" x 0.6 was found to be broken off the yaw pulley. The broken piece was not returned. The root cause of broken instrument grips -tips is typically attribute to the mishandling/misuse, such as excess force applied to the instrument jaws. No image or video clip for the reported event was submitted for review. A review of the device logs for the cobra grasper (part#471190-04/ lot/serial#(B)(4)) associated with this event has been performed. Per this review of the logs, the cobra grasper was last used on (B)(6) 2022 during a cholecystectomy procedure on system serial#(B)(4). There were 13 uses remaining after this last usage. The instrument has max 18 lives. This complaint is being reported due to the following conclusion: it was reported that prior to starting a da vinci-assisted surgical procedure, the cobra grasper had half of the forceps missing. Failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.